Manufacturer narrative:
Concomitant products: 250 ml baxter infusion bag (lot v17k03n, exp may19) of octreotide, therapy date (B)(6) 2018. The affected devce has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 250 ml bag of an octreotide infusion (4 mcg/ml) was started at 1229 at 12.5 ml/hour in the ER department. The patient was then transferred to the surgical acute unit, and at 1608 a nurse verified that that the pump displayed an infusion rate of 12.5 ml/hour and the bag appeared to be infusing at an appropriate rate by visually estimating the volume left. At 1854 the nurse found the octreotide bag dry, and the tubing partially dry. The pump stated the rate of infusion to be 12.5 ml/hour which was verified by two rn's. There was no reported patient harm.

Manufacturer narrative:
The customer¿s report of octreotide infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that an infusion of octreotide 4mcg/1ml was started on (B)(6) 2018 at 12:18 pm at rate of 12.5 ml/hr. The infusion ended at 6:33 pm when the device was channeled off. The total volume infused was 75.34ml. The log shows the user then attempted to restore the previously programmed infusion twice; however, the infusion was never restarted and the device was channeled off. Functional testing was performed and the device was delivering fluid within specification. There were no irregularities with the primary set. The root cause of the customer¿s report was not identified.